Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they couldn't charge or connect and were last able to successfully charge in (B)(6) 2017. The patient stated he had some shocks in his legs that would come and go and after a couple of months decided to turn off the implant around memorial day. The patient had not turned it back on because he wasn't having much pain in his leg and was doing pretty good without it. The patient had checked the implant about a month ago to charge it but it wouldn't take a charge at all and was completely discharged. The patient explained that the pain wasn't extreme like when he originally had the implant installed and the pain levels when he turned it off weren't like he had before. The patient had a little bit of pain but it had a lot to do with the weather. The patient was directed to the healthcare provider to address the likely overdischarge.